Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017, the patient had a right total knee arthroplasty to address severe osteoarthritis. Depuy components and depuy cement x2 were utilized. No complications noted by the surgeon. On (B)(6) 2019, the patient had a right revision of the tibial and femoral components to address right total knee arthroplasty loosening and pain. During the procedure the surgeon observed proliferative synovitis. The tibial tray was noted to be loose with no interface provided. The femoral component was revised with no allegations of deficiency. Competitor components and competitor cement was implanted. Doi: (B)(6) 2017; dor: (B)(6) 2019 (right knee).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  H10 additional narrative:  product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.